Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed preventive maintenance (sensor failed at point 2). There was no patient involvement and no patient injury.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Email is: (B)( 4). One device was received. Per visual inspection, air detector door had a rusted hinge, and the hinge pin was starting to come out the side. The drain valve lever was stiff and very hard to open/close. The flow rate was below the equal to or greater than specification due to a cracked return tube. Out of calibration due to the top socket thermistor not being correctly seated, which causes an inaccurate temperature reading. The top of the liquid crystal display (lcd) was caught on the enclosure causing it to tilt upward and the top part of the printed circuit board (pcb) was bent back slightly. Per functional testing, the sensor (microswitch on pcb) at point 2 worked as intended. The reported fault could not be duplicated but it was found that the main pcb board and the top socket thermistor were incorrectly seated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Removed pcb and placed it correctly making sure the lcd was not caught on the enclosure. Replaced the right door mount and door assembly on the air detector. Replaced the drain valve and reseated the top socket thermistor on the tower. Replaced the o-rings, return tube, and fan guard for preventative maintenance. The device passed all functional and delivery tests.

Manufacturer narrative:
D4 has been corrected. UDI related data quality updates only.